Event description:
(2/3, reference (B)(6) for related complaint) (documenting pump 420064) it was reported that 100 ml flow stop cassette worked for 30 minutes on pump 331963, then started beeping, alarming no disposable. His troubleshooting didn't fix. Put same cassette on pump 420064, and it ran for about 2 hrs, then no disposable pump won't run alarm. Writer assisted to troubleshoot issue, then put it back on pump 420064. Able to restart infusion without alarms. Cassette lot number, reservoir volume unknown. No further details provided.